Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 21:49:56. During night drain cycle four, the patient's ultrafiltration reading was 1828ml, indicating the home patient (hp) drained 1328ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was use error, tidal total uf (ultra filtrate) removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.